Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The accunet is being filed under a separate medwatch report number. The stent remains in the patient. Stent migration can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, stent size selection or insufficient landing zone. The tapered portion of the stent was possibly not sized appropriately for the vessel; however, this could not be confirmed. Review of the device lot history record did not reveal any nonconforming material records associated with this lot. There have been no other incidents of stent migration reported for this lot. Hypotension and angina are listed in the product instructions for use as known potential adverse effects associated with carotid stenting procedures. Although a conclusive cause for the reported stent migration and the patient effects could not be determined, there is no indication to suggest a product quality deficiency.

Event description:
It was reported that the tapered acculink stent migrated after deployment requiring a second acculink stent to cover the rest of the lesion in the heavily calcified left internal carotid artery. The accunet recovery catheter was unable to be advanced past the acculink stent. A second recovery catheter successfully removed the accunet without further incident. After the procedure, the patient experienced hypotension requiring a dopamine infusion for one day. During the dopamine infusion, the patient initially had chest pain, but it resolved with no intervention. The cardiac enzymes were negative. There was no adverse patient sequela. There was no additional information provided.